Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump had stopped pumping during a bolus insulin dose delivery. The patient reported this occurred during a three day period. The patient reported one elevated blood glucose level of 210 mg/dl and he did not experience any symptoms of high or low blood glucose levels. Troubleshooting revealed no damage to the pump casing or keypad and the pump had not been exposed to moisture. The patient was unable to complete the troubleshooting process at the time of the call to customer support. There was no patient injury associated with this issue. As the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated an auto off had occurred on (B)(4) 2012 after 14 hours of the last keypad button use to deliver a bolus. A review of the pump settings indicated that the auto off time was set to 14 hours. The advanced bolus features were found to be functioning accurately and were set to "on." A review of the bolus history showed boluses had been recorded accurately. The pump was exercised for 24 hours without any alarms or the auto off occurring. During investigation, the auto off feature was set to 1 hour, and the pump emitted the appropriate alert after 1 hour. All keypad buttons were found to be responding appropriately to button presses. The complaint could not be confirmed or duplicated on investigation.